Event description:
Ous MDR - after an implant duration of 53 months, it was reported that the shock impedance was out of range. The visual inspection showed an abraded insulation and a conductor fracture. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.